Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 19-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was stuck on carefusion screen. A technical support specialist dialed into the station and performed a check. The device was rebooting properly. Ia has been informed, and the case was closed. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, machine had remained stuck on the carefusion screen. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.